Event description:
It was reported that hvb impedance readings were greater than 200 ohms after implant. When the lead was checked via analyzer, impedance was normal. Approximately one month later, the patient alert tone sounded due to hvb impedance greater than 200 ohms. The physician could not determine whether the high impedances were due to a device header issue or a lead fracture, so the device was explanted and the lead was capped. No patient complications were reported as a result of this event.

Event description:
The customer reported to the baxter sales representative that two (2) colleague triple channel infusion pumps being used in the same incident both "occluded" during patient use. A triple channel colleague infusion pump alarmed "occlusion" (unknown if upstream or downstream). The pump was swapped with a second triple channel colleague infusion pump and alarmed occlusion again. The patient was deteriorating at the time of the incident, and recovered after the incident. However, the patient expired sometime thereafter. The reported condition occurred in 2009 in the or (operating room) at the end of the case. The customer thinks that the line (unspecified tubing) may have been occluded. The product information (product code and lot number) is unknown. The following additional information was received from risk management at the facility on 08/25/09. The female patient had a lot of morbidities. It is believed that the pump was infusing critical medications, but names are currently unknown and not listed on the incident report. Risk management at the facility is currently investigating the incident and will provide baxter with more information. The facility has sequestered the pumps involved in the incident and would like an on-site evaluation of them. It is unknown if the sets are available. The following additional information was received on 09/09/09 from the facility's risk manager in response to the question "did the access line flush well prior to use?? According to the anesthesiologist who was involved the reply was: "the answer is definitely yes. The line was a central venous line that had a high flow rate as it was being used as a large volume resuscitation line in one port, and the vasoactive agents in the other port. I personally tested the line when the IV pump failed."

Manufacturer narrative:
The following additional information was received on 09/09/09 from the facility's risk manager in response to the question "did the access line flush well prior to use? According to the anesthesiologist who was involved the reply was: "the answer is definitely yes. The line was a central venous line that had a high flow rate as it was being used as a large volume resuscitation line in one port, and the vasoactive agents in the other port. I personally tested the line when the IV pump failed." The following additional information was received on 09/11/09. The patient arrived to the emergency room from the dialysis center with abdominal pain, diarrhea, and fever in 2009. The patient was admitted to telemetry. In the next day, the patient was transferred to the intensive care unit (ICU) with a worsening condition. The following day, the patient underwent emergent colectomy due to toxic megacolon - c. Difficile. The patient was transferred back to ICU. The patient went into ventricular tachycardia (vt) arrest with resuscitation. A day after, the family consented to a do not resuscitate (dnr) and the patient expired. Female pt had a medical history of severe acute c.difficile colitis, was debilitated and from a rehabilitation center, congestive heart failure (chf), cardiorenal syndrome requiring hemodialysis. The patient has an emergent colectomy as noted above. The patient was a high risk candidate prior to surgery. The cause of death unknown, but the patient has a very large toxic megacolon with ischemia, and vt arrest with resuscitation. No autopsy was performed. An on-site visit was accepted and could be arranged per clinical engineering. The following additional information was received on 09/15/09. The manager of clinical engineering at the facility informed that the on-site evaluation of the pumps could take place on 09/24/09. It is unknown which pump was used first in the incident. The event histories for the pumps have not been downloaded. He has no knowledge about the sets used in the pumps. He states he only received the pumps and does not have the sets the risk manager at the facility informed "meds infusing and information obtained from anesthesia record: lactated ringers norepinphrine levophed 0.4 mcg (illegible) 40 meq kcl vasopresin (illegible) and levophed drip remained during surgery albumin IV gtt adrenaline nahco3 - 25meq cacl - 500mg neosyn 200; 200 flagyl 500mg; preoperative holding." An on-site evaluation of the related pumps involved in the incident was performed on 09/24/2009. The sets involved in the incident were discarded, the product codes and lot numbers are unknown, and therefore could not be evaluated.

Manufacturer narrative:
Baxter has requested samples and it is unknown if any are available. Baxter has offered an on-site visit and is pending the facility's investigation of the incident. A follow up report will be filed if additional information becomes available.